Event description:
A pt reported blood glucose results of "250 mg/dl" and "100 mg/dl" with a lifescan meter, performed within 20 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20% and/or less than 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.